Event description:
Customer reported she woke up to low blood glucose of 62 mg/dl. Customer was attempting to clear the blood glucose from the device and it alarmed button error. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. However, the insulin pump passed functional testing and no alarms occurred during testing. The insulin pump had cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker, and scratched case.